Event description:
It was reported that a vena cava filter was implanted approx 4 months ago and was scheduled for retrieval. Upon retrieval of the vena cava filter, a detached arm was discovered embedded in the ivc wall. Although the filter was successful retrieved, the attempt to retrieve the detached arm resulted in the arm traveling to the pulmonary artery. The detached arm was not retrieved. The pt is reported to be in good condition.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.